Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. In addition to above findings, there was a present of contamination in the device, which are tobacco and dust/dirt. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has visualization of foam particles. In addition to above findings, there was a present of contamination in the device, which are tobacco and dust/dirt. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Corrections: added UDI removed "no medical intervention was required by patient" in event description added date when device was returned coded "environment problem identified" in evaluation results code grid.

Manufacturer narrative:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. There are tobacco contamination and dust/dirt inside the device. The device passed all functional testing. It was determined that the device was not acceptable for use therefore the device was scrapped. If additional information is obtained, a follow up will be filed. In this report, section d - product UDI has been updated. Section e - reporter's phone number and email address has been updated. Section h - evaluation results code has been added additional code.